Event description:
(B)(6) study. It was reported that prosthetic aortic valve thrombosis occurred. In (B)(6) 2016, the subject was enrolled into the (B)(6) study and the index procedure was performed on the same day. The subject was on a prior regimen of aspirin and other anti-platelet medication at the time of index procedure. Prior to the index procedure, heparin or other anticoagulant was given and the subject received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus valve. There was correct positioning of single prosthetic heart valve into the proper anatomical location without the need for repositioning. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2019, 1077 days post index procedure, during the protocol scheduled 36 month follow up visit, a transthoracic echocardiogram (tte) revealed abnormal septal wall motion with left bundle branch block was noted. No aortic regurgitation was noted. Cardiac computerized tomography (CT) was recommended for further evaluation. In (B)(6) 2019, CT revealed a well-functioning aortic valve with well-opening leaflets; however, mild hypo-attenuation at the base of all 3 cusps were noted. This was suspected to be a valve thrombus. The subject was diagnosed with aortic valve thrombosis and the event was treated medically. At the time of the event subject was on coumadin, which was continued with an aim to increase and maintain international normalization ratio between 2.5-3.5. At the time of reporting, the event was considered not recovered/not resolved.